Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is confirmed for a fluid leak. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8808061 implantable port allegedly experienced fluid leak. This report was received from a single source. This malfunction did involve patient with no reported patient injury. The patients age, weight and gender were not provided.

Manufacturer narrative:
The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8808061. Implantable port allegedly experienced fluid leak. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.